Event description:
It was reported that the output connector for the external pulse generator (epg) was broken and would not hold in position. The caller noted that it was part of the connector that rests against the device when the connector was mounted to the epg that was broken. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the output connector for the external pulse generator (epg) was broken and would not hold in position. The caller noted that it was part of the connector that rest against the device when the connector was mounted to the epg that was broken. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken, and that the upper and lower cases were also broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.